Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: during a visual inspection of the pump, the keypad was found to be intact; the keypad symbols were observed to be worn. During testing, all of the keypad buttons were found to be intermittently unresponsive and difficult to press. The keypad cover was removed and there was contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.